Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture under the display after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump history could not be downloaded. Moisture was observed behind the pump display lens. The pump casing was observed to be cracked near the display. During testing, the pump was powered on with a blank display and no vibration; the pump emitted audible tones when powered on. A leak test was performed and confirmed a leak at the crack in the pump casing. The casing was removed and moisture was observed throughout the pump interior.